Event description:
It was reported that the user continued long-acting insulin while using the ilet, contrary to product recommendations, under physician direction and with clinical decision support awareness. No reported adverse clinical effects. Outcomes included no hospitalization, no alerts, and successful completion of troubleshooting and education. Investigation included customer counseling and education regarding appropriate device use and therapy configuration. Investigation of this case revealed user-managed therapy outside recommended use without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to concomitant long-acting insulin while on ilet therapy.